Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. There was a cut on the circular seal. Replication of the reported condition may occur as a result of rough handling or a sharp instrument making contact with the circular seal. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a cholecystectomy procedure, the trocar membrane broke, which made the device leak gas. The trocar was in use for about 30-60 minutes before the membrane broke. They changed the seal to correct the problem.